Manufacturer narrative:
Correction to h8. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the procedure was completed in ac power, and the procedure was completed robotically. Patient demographic information was provided.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that there were two messages on screen. One message was stating there was no battery backup and the other saying the system power manager (spm) needed a preventative maintenance (pm). Tse reviewed the logs and confirmed the issue. Tse explained there was possible battery damage or the outlet it was plugged into was bad. Tse had the customer confirmed the battery baker was in "I" position. Tse advised the customer that there was no battery backup if the system were to lose power. Tse recommended a hard power cycle of the robot when possible. The customer hard power cycle; however, the issue persisted. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and replaced the batteries, the power cord and the system power manager (spm) module in the patient side cart (psc) in order to resolve the customer reported problems. The system was tested and verified as ready for use. The batteries and power cord are scrap items and will not be returned back to isi. Isi did receive the product involved with this complaint to perform failure analysis. The spm was analyzed, and the reported problem was confirmed but not replicated. In the system logs, the errors 816, 824 and 858 were found indicating a battery-related fault, confirming that the issue occurred in the field. Upon visual inspection, no abnormalities were found that could be related to the reported event. The spm assembly was installed, programmed, and tested on the golden system, with no startup issues and no errors or failures triggered. To further troubleshoot the root cause, the spm assembly charge feature was tested by draining the battery to one green led (38.7 v). The patient side cart (psc) was then left plugged into a power source to test the charging capability, and within 50 minutes the battery fully charged to 42.3 v with all three green leds illuminated. The spm charge feature successfully passed the test within the 1-hour threshold. As a result of these tests and findings, failure analysis concluded that the failure source could be attributed to the psc battery assembly charge level. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to intermittent failures on the psc battery assembly charge level. The fse resolved the issue by replacing the batteries and spm per errors reported on system log review.